Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching requiring surgical intervention to remove it. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however the leaflets were unable to be grasped therefore it was decided to remove the cds and replace with a different size. During retraction when taking the curves, the clip broke off from the mandrel. The clip was still attached to the lock line therefore the cds was retracted slowly to the right atrium (ra) and pulled back to the groin level where a cut down was performed to remove the cds and clip. The procedure was continued with two clips implanted, reducing mr to 1. The difficulties caused a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and a cause for the reported material separation associated with the clip and positioning failure could not be determined. The surgical intervention, removal of foreign body and delay to treatment/therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.